Event description:
Received hip replacement on this date. Best I can determine the manufacturer is versys. Had continual pain and have been back to the doctor who installed the replacement and he continually told me that everything looked okay. Had tests done by the (B)(6) and their report says "the flow study shows symmetrical perfusion to the pelvis. Blood pool imaging shows a photepenic defect corresponding to the right hip prosthesis. Three hour delayed imaging shows mild diffusely increased uptake throughout the right acetabulum with more focal intense tracer uptake in the superior lateral aspect, and mildly increased uptake in the lateral aspect of the mid femur at the level of the tip of the prosthesis." "Impression: the findings of the three phase bone scan suggest possible loosening of the right hip prosthesis at the acetabular component, especially superior lateral aspect, and lateral mid femur at the tip of the prosthesis."